Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) and was explanted. There are no allegations against longevity or device functionality.